Event description:
Two thirds of way through procedure, the sheath over the wand loosened from the needle rendering it unable to be used for rest of the procedure. A new wand was provided to the physician and procedure completed without harm to patient.manufacturer response for debrider, (brand not provided) (per site reporter).======================not known at this time; will supply when received.